Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they did not pressed a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=clear. Customer complained on (B)(6) 2021 insulin pump alarmed stuck button. Device alarmed critical pump error after battery installation. Was unable to clear critical pump error holding the back and down arrow buttons. Pump alarmed critical pump error after battery installation. Unable to verify stuck button alarm or downloaded to crest or thus due to constant critical pump error. Found moisture damage to keypad traces, force sensor, pcb1 board and pcb 2 board during visual inspection. Cleaned motor assemblies, pcb1 board and pcb2 board with alcohol and no effect. Unable to verify cause of critical pump error due to download difficulty. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: corroded keypad traces, corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap/reservoir does lock properly. Unable to verify stuck button alarm or downloaded to crest or thus due to constant critical pump error. Found moisture damage to keypad traces, force sensor, pcb1 board and pcb 2 board during visual inspection.